Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 20 days after the dental implant was installed in patient's mouth, it was verified its nonosseointegration. Immediate load was not performed and patient presented bone type ii.